Manufacturer narrative:
Additional information: the stent had deployed at the correct location; however, the elongation caused part of the stent to be in the "healthy" portion of the vessel. The stent had fractured. No vessel damage was noted. The patient was not given any additional treatment. The patient is currently under surveillance to see if there is a drop in patency. If a drop in patency is observed, the physician will re-stent the segment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: seven photographs of procedural cine images were provided for analysis. The first image is of the targeted vessel anatomy prior to treatment and per the cine image title is image 1 of 45, (for the report the image was cropped and enlarged). Images 2 and 3 are duplicates of the entrust stent being positioned in the targeted vessel. Image 4 is of the everflex stent implanted in the targeted vessel anatomy. The stent exhibits stent strut off-set and stent strut cell elongation. Image 5 is of a guidewire running through the implanted stent in the targeted vessel anatomy, due to the quality and clarity of the image it is not possible to see individual stent strut cell structure. Image 6 is of the guidewire running through the implanted stent, individual stent strut cells exhibit elongation and off-set. Image 7 is a wider view of image 6. Image 8 is of patient information and will not be included in the image documents. Image 9 is of examples of stent cell off-set. Image 10 is of examples of stent cell elongation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using an everflex entrust stent to treat a moderately calcified, fibrous plaque of little tortuosity and 100% chronic total occlusion in the proximal, mid, distal right superficial femoral artery. After preforming atherectomy with the hawkone system, a dissection flap was noted and the decision to stent was made. A 6 x 150 everflex entrust stent was selected and attempted to deploy. The artery was 6mm in diameter and the lesion was 150mm in length. There were no abnormalities reported in relation to anatomy. A 6f non-medtronic sheath and a 0.014 spiderfx were used. Spiderfx 7mm was used for embolic protection. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU, with no issues identified. The lesion was pre-dilated with 5mm x 150mm nanocross balloon. The device did not pass through a previously-deployed stent. No resistance encountered when advancing the device. No excessive force was used. It is reported that stent deformation occurred in vivo during positioning/deployment. The physician stated that when the stent was in position they felt resistance when removing the red locking pin, but eventually came loose. The thumbscrew/lock-pin was checked for securement prior to procedure. The physician started to deploy correctly but then encountered resistance on the scroll wheel, with approximately 10mm of stent deployed in the vessel. The scroll wheel detached from the deployment mechanism of outer sheath. The physician also stated that they started to notice the outer sheath beginning to accordion (bunching) near the handle. The physician paused and contacted the medtronic rep and another physician and the decision was made to pull the entire stent deployment system out. The stent was pulled off catheter, with the remaining stent deploying in the vessel with the mid portion of the stent showing some areas of elongation. The physician completed the procedure. The detached portion of device does not remain in patient, there was no embolization of components. There were no patient symptoms or complications associated with this event.